Event description:
Plaintiff alleges type 1 latex allergy. Plaintiff has consequently developed a life threatening immediate hypersensitivity to latex and has suffered severe pain and suffering, will incur expenses for medical care and treatment and will suffer wage loss and loss of earning capacity. Plaintiff's sensitization to latex has caused restrictions in her life as to where she can go and what she can do so as to avoid situations where any latex is present.